Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as open blisters under the electrodes, looking like burns on the sides of the ribcage. The patient also reported being malnourished. There was no alleged device malfunction contributing to the wound. The patient¿s physician prescribed 0.5% desonide cream for the wound. Outcome of the wound is unknown as follow up attempts were unsuccessful.